Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection at the implant site post surgery, followed by skin flap necrosis, which was attributed to poorly controlled diabetes. The patient was subsequently treated with oral antibiotics and underwent revision surgery under general anesthesia for removal of infected tissue and irrigation of the affected area. However, the issue did not resolve. The device was explanted on (B)(6) 2026. Although there were plans to re-implant the patient with a new device, this had not yet occurred as of the date of this report.